Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the or to undergo a generator change-out due to normal eri, the device was unable to be interrogated with radio frequency or inductive telemetry. A history of telemetry issues was noted. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of unable to interrogate was not confirmed in the laboratory. The device was tested on the bench as well as using automated testing equipment, and no anomalies were found.